Event description:
It was reported that pericardial effusion, cardiac tamponade and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture (tsp) using a versacross connect pigtail wire was noted to be difficult due to the hypertrophic septum and small fossa. Post tsp, a new, but small pericardial effusion was observed on transesophageal echocardiogram (tee). The physician was then unable to pass the versacross connect wire into the left upper pulmonary vein. The physician opted to place the versacross connect wire into the laa. The watchman fxd curve access system was then unable to be passed into the left atrium, so balloon septoplasty was performed using a non-boston scientific (bsc) 8x40 mm balloon. The watchman fxd curve access system was then placed into the left atrium and the procedure was continued. The watchman flx delivery system was not deep seated, and two (2) watchman flx delivery system partial recaptures were done to successfully close the laa. After completion of the procedure, the pericardial effusion was noted to be stable. The patient was taken to recovery. In recovery, the patient became hypotensive with a blood pressure of approximately 60/40 mmhg. The patient was taken to the cath lab for a pericardial tap. The blood pressure at this time was 164/116 mmhg. The pericardial tap was performed and approximately 600-700 cc of fluid was drawn off the pericardium. A tee was done to confirm laa closure, which looked good, and the pericardium appeared normal and stable. The physician believed the versacross connect pigtail wire placed in the laa caused a pericardial effusion. The patient was sent to the coronary care unit for recovery. The patient has since been discharged home.